Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. Review of device data also confirmed the presence of noise (which was not oversensed) and changes in amplitude morphology measurements. The rv lead remains in service and no adverse patient effects were reported.